Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a significant bend of <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 16x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion. The device was removed and it was found that the stent strut was damaged. The procedure was cancelled. There were no patient complications nor injuries reported and the patient was in stable condition.